Event description:
It was reported to philips that the allura system was losing fluoroscopy intermittently. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the system was back to normal after several reboots. The field service engineer inspected the system onsite and replaced the wired footswitch. After the replacement the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿loosing fluoro intermittently. During troubleshooting fse found that issue with cable at wired footswitch base because of strain at zip tie. The customer straightened the cable and reseated the connection and the issue got resolved. As the base indicating a possible damage of cable, the fse replaced the wired footswitch. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded there is a difference in led (orange, green) switching on when activating the footswitch pedals. Suspected failed component of the 'footswitch cv 3p 4m' the codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.